Manufacturer narrative:
Pump had cracked battery tube threads, reservoir tube, broken off half of reservoir tube and test reservoir will not lock/click in place, missing end cap sticker and reservoir tube o-ring.

Event description:
The customer's son reported via phone call that their insulin pump was damaged. The customer¿blood glucose level was not provided at the time of the incident. Customer stated the reservoir does not lock in place due to damage in the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.